Event description:
New information notes that the lead also exhibited oversensing. It was extracted and replaced. The patient was stable pre and post surgery.

Manufacturer narrative:
Correction: health impact in previous report should have been additional surgery.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that a patient presented with an atrial lead that had a low and out of range impedance. While doing isometric lead testing, noise was also observed. No changes were made and the device would be further monitored. No patient consequences reported.